Event description:
It was reported that there was low impedance. There was no impact to the patient's treatment. Refer to manufacturer report # 3004209178-2021-18403 for details pertaining to the reportable related event.

Manufacturer narrative:
Product ID: 37602, serial #: (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.